Event description:
During an acl/meniscal repair the first implant was inserted as per technique. When the grey actuating handle was pulled back, the tip of the needle did not retract at all, rendering the device unusable. Surgeon had to cut the suture close to meniscus and then retrieve t2 and suture. T1 remains in the patient unsupported. Not able to retrieve as it's behind the capsule and a formal open incision would have to made to do this.

Manufacturer narrative:
The needle/delivery portion of the instrument was returned for evaluation. The device was found to have the actuator stuck in the forward position and it could not be retracted. The needle was very bent. The needle was slightly straightened by hand and the actuator retracted immediately. The IFU states that care must be taken not to bent the needle as it can impede the ability of the device to deliver the implants. Based on these observations, no root cause related to the manufacture of the device can be determined. (B)(4).